Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) passed away. The cause of death was not reported. It was not reported if an autopsy was performed. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.